Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. Reportedly, there were no damages to the battery compartment or cap and the cap was able to tighten properly. The reporter stated that there was no evidence of moisture or corrosion in the pump and battery change did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the pump black box revealed cs 52 and cs 54 alarms occurring on the date of the complaint but there was no cs alarms duplicate during the investigation. The pump was run on a 24 hour basal program with no cs alarms occurring. The ¿no power¿ complaint was not duplicated. The pump was opened and there were no defects found. There was no moisture found internally as well. Unrelated to the original complaint, the battery compartment was observed to be cracked below the bumper at the case seal. (B)(4).